Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. The patient was seen at the physician's office eleven days later complaining of right groin pain and a persistent lump at the puncture site. The patient was referred to a general surgeon. The surgeon noted a small lump at the puncture site and advised that it was no more than 1/3 the size of the collagen plug and simple to remove. The patient underwent outpatient surgery for removal of foreign body from the right groin. The pathology report stated that a specimen 1cm long was examined and was consistent with a foreign body with fibrous and inflammatory reaction. No further information was reported.